Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pin punch was used to adjust the version of the stem and it bent. Outcome of the procedure not affected by this event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device was reviewed by depuy engineering melbourne in (B)(4) which states my assessment is that this complaint is due to wear and tear. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null device history batch null device history review null.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was reviewed by depuy engineering (B)(4) in (B)(4) which states my assessment is that this complaint is due to wear and tear. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.